Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was stuck in resume basal loop. The same alarm continued to occur even after button press. Customer's blood glucose was unknown. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons functioning properly. No damage in the keypad assembly noted. No frozen display during testing. No unlocked keypad connector during visual inspection. Pump passed the leak test. The test guardian 2 link with the glucose sensor simulator communicates properly to the pump noted. The insulin pump programmed suspend below low alarm and the resume basal feature functioned properly and no pump unexpected loop noted. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.